Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touch screen would not respond. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions,h10,h11. A getinge field service engineer (fse) stated, customer reported touchscreen was frozen. Verified touchscreen was intermittent and sluggish. Error code 63 in logs. Replaced video generator board. After board replacement touch screen would not calibrate. Replaced touchscreen. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. All available information has been provided and no further information is available. The defective components were received for further investigation. The failure analysis and testing (fat) dept. Received the following parts associated with this complaint: spv and pn: 0160-00-0123. Performed visual inspection of parts received and parts appeared to be in good condition. Installed the video generator board and touchscreen assembly into the cardiosave test fixture and tested to the factory specifications per and the cardiosave service manual. The failure analysis and testing (fat) dept. Could not verify the failure of touchscreen intermittent. Parts passed testing. Sending pn: 0670-00-1182 sn: (B)(6) to the supplier as per procedure. Retaining pn: 0160-00-0123 in the fat dept. As per procedure. Fat received 0670-00-1182 back from the supplier. The supplier stated that they replaced components c362 and u41. They did not specify what the root cause of the issue was. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.